Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The partial lead was returned in segments. The primary analysis revealed no anomalies. It was also noted that the visual analysis revealed the lead had apparent explant damage. Product ID: 7232cx implantable cardioverter defibrillator implanted: 2005 (B)(6), explanted: 2013 (B)(6); 6931 implantable tachy implantable tachy lead implanted: 2005 (B)(6). (B)(4).